Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt began experiencing intermittent muffled sound quality on saturday, (B)(6) 2011. On monday she called to request a new cable. On (B)(6), she reported that the new cable did not improve sound quality. She also tried a new coil and using a back-up processor without improvement. In addition, she has begun experiencing a loud high-pitched noise and popping sensation when she tries to use her processor. She also describes feeling pulses. She does have an earache that began saturday around the same time that the muffled sound began. This developed into a severe head pain from the left side extending down to her jaw. The pt attended the ER and the pt was diagnosed with tmj and prescribed pain killers (pt was aware of this from a previous diagnosis). The pt ceased wearing her left speech processor on (B)(6) and two days later the head pain ceased. Testing carried out on (B)(6) confirmed that the device has malfunctioned.